Manufacturer narrative:
After performing additional testing on the customer's device, the third party service agent was still unable to duplicate the reported issue.  As a precaution, the third party service agent replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue.  The third party service agent then downloaded the electronic records from the event and forwarded them to physio-control for review.   Physio-control reviewed the electronic records and was able to confirm that there were three (3) inappropriate losses of power during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted a third party service agent to report that their device powered off by itself three (3) times while attempting to obtain a 12-lead ECG from a patient.  The customer advised that each time the device lost power they had to manually power it back on.  Following the third power off, the customer powered the device back on and advised that it stayed on with no further issues observed. The patient, (B)(6) year-old female, survived the event.  There were no adverse effects to the patient as a result of the reported issue.